Event description:
During the beginning of the surgical procedure, the crna (certified registered nurse anesthetist) noted the anesthesia machine was alarming that there was a leak in the circuit. Upon investigating the anesthesia breathing circuit, there was noted to be a small hole in the limbs circuit. The limbs circuit was changed without incident.